Manufacturer narrative:
Section h6 was updated. Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for evos¿ plating system revealed in warnings section that it is extremely important to select the appropriate size and type components. Failure to use the largest possible components or improper positioning may result in loosening, bending, cracking, or fracture of the device or bone or both. Besides, warnings section stablishes that this device should not be used if package or product is damaged. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: health effect - clinical code annex e2127 "periprosthetic fracture".

Event description:
It was reported that, after an internal fixation procedure was performed in (B)(6) 2024, on the 3-month check-up, the patient presented with a fractured tibia, the evos 2.7/3.5 m-d tibia pl 18h r 228mm also was noticed to be fractured. Therefore, a revision surgery was performed on (B)(6) 2024, additional details regarding the revision have not been provided. The patient's current health status is unknown.